Event description:
It was reported that the patient was charging the ipg for an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.